Manufacturer narrative:
Batch review performed on 02.03.2020: lot 172789: (B)(4) items manufactured and released on 25-jul-2017. Expiration date: 2024-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patent came in 1 year and 4 months after the primary due to signs of an infection and the pathogen is unknown. The surgeon plans to perform a washout and revise the insert.